Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that some of their settings seem to affect their bladder adversely. The patient was interested in finding out more information about using stimulation to help control their bladder urgency. No further complications were reported. The patient was implanted for chronic/intract pain (trunk/limbs). The patient reported that their high settings control their pain, but they noticed they have an increased bladder urgency a day after they use the settings. The patient stated that if they leave the high settings on for 3 days straight, their symptoms seem to worsen. They added that it is annoying, uncomfortable, and they can¿t pee. They noted that they have an enlarged prostate. The patient stated that they noticed the bladder urgency prior to changing their settings, but they didn't originally attribute the issue to the stimulation until now. The patient also mentioned that they are recharging a lot more when they are using the high settings, because it uses more battery. They indicated that they are making their own adjustments to resolve the issue, and have been using their device less often than they would like. The patient noted that they are still experiencing the symptoms, but will be following up with their healthcare provider. No further complications were reported.